Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 457 mg/dl and 197 mg/dl. The customer mentioned that they were unable to connect the insulin pump to the meter, which was later resolved. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.